Manufacturer narrative:
Additional lot # l0909008, expiration date 10/31/2012. Under investigation, follow up report with evaluation codes will be provided.

Event description:
It was reported that a patient who had undergone a pectus repair surgery 3 month previously had complications. Patient had a non-healing sternal wound, surgeon alleged that plates may have contributed to the event. Implanted plates were also reported to have bent. A revision surgery was conducted, unable to remove plates but cleansed and debrided the wound.